Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned graphic user interface (gui) printed circuit board (pcb). A visual inspection was carried out on the returned pcb, no anomalies were observed. Functionality tests were performed by using a failure investigation test ventilator (fitv), as detailed in the 840 ventilator service manual. The gui pcb was attached to the fitv for analysis, was powered up without any issues noted, and no errors were recorded in the diagnostic logs. Calibration was performed without errors. Set the test ventilator into ventilation mode for a minimum of 24 hours, and a review of the diagnostic logs revealed that no errors and no alarms were observed during the running period. The gui pcb passed all required tests and calibration, and the reported malfunction could not be duplicated.

Event description:
It was reported by a customer in (B)(6) that, during service maintenance, the 840 ventilator graphic user interface (gui) generated a ¿gui inop¿ error code, and became inoperable. There was no patient involvement.